Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose at an unknown concentration of dilaudid (hydromorphone) via an implantable infusion pump for non-malignant pain. It was reported that in (B)(6) 2016 the patient was given incorrect instructions for taking medication (was supposed to be 1 cc but took a half cup) by a nurse when she went back for a "turn-up" of the pump, and taking this medication almost killed her. After taking the incorrect amount of medication, the patient was taken by ambulance and had four epi-pens trying to keep the hives down and spent a week in the intensive care unit (ICU). While in the ICU the patient was taken out on a seat and dropped on the floor multiple times. Since the ICU visit the patient states they have continually been turning up the pump every 2-3 weeks. They are now scheduling an MRI to look into why the pump was not giving the medicine as expected, in particular looking at the catheter. Patient had an MRI scheduled for (B)(6) 2016 and follow-up on (B)(6) 2016 but may be rescheduling the MRI due to other implanted stimulation devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.